Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing was detached at the quick release. The patient observed insulin came out of tubing after changing the set (at an unspecified time). This issue occurred with five sets. No further information available.